Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reporter indicated that the battery compartment was cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery cap was not returned with the pump for testing. The battery compartment was observed to be cracked. A test cap was inserted and was able to secure to the pump. A 29 hour flow accuracy test was performed and the pump was observed to be delivering within specifications; no power event occurred during testing. The pump was opened and confirmed that there was no damage to the power circuit. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the display screen was found to be faded and discolored.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient had a blood glucose of 446 mg/dl with "severe/moderate" ketones. The reporter stated that the battery cap would not secure to the pump and resulting in the pump losing power. Troubleshooting indicated that the pump casing was visibly cracked and the yellow o-ring was showing. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.